Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator. The patient reported that their batteries were getting low so they had changed the batteries the day before report. It was noted that everything came up ok but then the patient programmer (pp) fell off the tv table. The patient stated that it did not land hard but when they looked at the pp the screen was blank. The patient turned it on again and it did not register any numbers. The patient replaced the batteries on the day of a report, noting that they bought alkaline batteries, and that the batteries had been changed one time, but they never had any trouble with it. It was also reported that the patient saw their healthcare professional (hcp) 2 weeks prior to report and noted that the hcp had stated that ¿boy, this pp is very sensitive¿. The patient stated that maybe that was true and maybe they always had trouble with it. The patient noted that they usually just leaved it in the drawer. The patient then clarified what the hcp meant by sensitive was that the patient had to remove their clothes and push the pp against their ins to be able to connect. The patient stated that it had always been like that since it was implanted but they did not know any better. The patient then used the patient programmer, noting that it was blank but showing numbers, and was able to connect right away. The patient stated that the ins was on program 1 at 0.0 v. The patient then noted that their symptoms returned on the morning of report, so they were back to where they were before they were implanted. The patient stated that they were not feeling stimulation and noted that they always felt stimulation. The patient stated that they did not press the off button and did not remember what program they were on, but remembered they were at 2.8 v. The patient did not know if they changed something when they were trying to get the pp to work the day before report. On the call the patient pressed the plus button and noted that the pp showed upper limit reached noting that the got the same message the day before report. The patient was then assisted with going to program 2 at 2.8 v. The patient then stated that was the voltage they were at before. The patient started to feel stimulation again when they were put on program 2 and then increased to 2.9. The patient tried different positions to make sure it was comfortable noting that they thought it was comfortable and that they were fine now. The patient noted that the stimulation in the past was uncomfortable most of the time and that it sometimes depended on what way they were sitting of lying. It was indicated that the change in therapy/symptoms was sudden. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Consumer reported their programmer batteries had died three times (event date was unknown). The cause of the sudden return of symptoms was reportedly the programmer batteries getting low. Patient reported they check the batteries once a week now to try and prevent it from happening. Patient reported they can stay ahead of it now. No further complications reported/anticipated.